Event description:
It was reported bd luer-lok¿ syringe with detachable bd eclipse¿ needle was missing its scale markings. The following information was provided by the initial reporter: "scale missing".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo and one syringe sample in open packaging was received by our quality team for evaluation. From the photo, a missing scale marking was observed on the syringe barrel. The sample was subjected to visual inspection and a missing scale marking was observed on the syringe barrel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. The missing print occurred at the syringe printing machine. The probable root cause could be due to poor throw out at the printing machine manual eject gate, which would eventually cause the non-printed syringe barrel to flow to the subsequent process. The auto-rejection quantity of the printing machine will be increased by activating the eject gate earlier and communication to the production technicians to raise awareness on the reported defect will occur. This incident has been added to our database of reported incidents.

Event description:
It was reported bd luer-lok¿ syringe with detachable bd eclipse¿ needle was missing its scale markings. The following information was provided by the initial reporter: "scale missing."